Manufacturer narrative:
The product is available but has not been received as of the initial report. Add'l info will be submitted within 30 days of receipt.

Event description:
A crack in the hub was noticed during prep of the product, prior to inserting in the pt. There was no difficulty removing the product from the packaging and no abnormalities in the packaging were noted. The product will be returned for analysis.